Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient had high impedances. In turn, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the returned lead revealed a break/kink on the lead body with all internal wires were broken. The cause of the reported event is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.